Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. Yaw pulley was found to have signs of thermal damage. Grip cable adjacent to the broken wire was found broken. The instrument was found to have charring and localized melting at the yaw pulley. The instrument failed the electrical continuity test. The complaint regarding the broken tip was confirmed by failure analysis.

Event description:
It was reported that there was a broken/frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: it seems that the cables were broken for all reported instruments.